Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a pump error alarm during bolus. Their blood glucose was 11 mmol/l. During troubleshooting, the customer performed a self-test and the pump error recurred. The insulin pump will be returning for analysis.